Event description:
The reporter indicated that the lead fell out of the atrial appendage. It was repositioned but again fell out.

Manufacturer narrative:
The MFR report number was incorrect on the previous follow-up medwatch report sent on april 28, 1998. The incorrect MFR number is 1640319-1998-00264. It should be 1640319-1998-00160.